Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed constantly and the o2 setpoint could not be reached. This occurrence was noticed during patient ventilation. The continuous alarm was observable both visually and through hearing (low oxygen alarm). No device log files were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation but is not further specified. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed constantly and the o2 setpoint could not be reached. This occurrence was noticed during patient ventilation. The continuous alarm was observable both visually and through hearing (low oxygen alarm). No device log files were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation but is not further specified. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. A detailed investigation was performed by an expert from the technical service: with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective o2 mixer assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton as ventilator device alarmed constantly and the o2 setpoint could not be reached. This occurrence was noticed during patient ventilation. The continuous alarm was observable both visually and through hearing (low oxygen alarm). No device log files were provided to hamilton. There is patient involvement reported. This event occurred during patient ventilation but is not further specified. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.